Event description:
Per (B)(6), stated that the patient is on a joerns bed frame and the arise lal. I was unable to find an order for a bed frame rental. She stated that the frame got stuck in a positon were he was almost standing. The head end was high and the foot end was very low. She stated she tried to lay it back down but it wouldn't work. The patient fell forward on to his stomach. She said she ordered x-rays and still wasn't sure if he was injured. I placed service order#: (B)(4) for the exchange of the arise lal and quarantine. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).